Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during a bph surgical procedure "aiming beam fires straight out of fiber, it was firing out of the top as well as side" at 48,105 joules of usage. The fiber was exchanged and the procedure was completed at 100,000 joules of usage. Patient outcome "ok" reported. No injury to the patient was reported.